Manufacturer narrative:
(B)(4)/no 510k this is an international code- the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. No product received. Because no product was received or expected to be received, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests that here has been problems of leakage of IV contrast agent and blood spillage while using the smartsite.